Event description:
During a chair-to-bed transfer utilizing a mechanical lift and two-person assist, the resident slipped to the right side from the lift sling and fell to the floor. Note: lift had been fully inspected and serviced 2 months earlier.